Event description:
A report was received that following the implant procedure the patient was experiencing wound pain. A change in medications novaminsulfone and dipidolor were made. The event resolved without any residual effects.

Event description:
A report was received that following the implant procedure the patient was experiencing wound pain. A change in medications novaminsulfone and dipidolor were made. The event resolved without any residual effects.

Manufacturer narrative:
Additional information was received that post implant procedure the patient experienced nausea and vomitus and was administered ondasetron. The event was device and procedure related and resolved without residual effects.